Event description:
The pt's husband reported, that he pulled the insulin cartridge out of the infusion device and plunger remained stuck to the piston rod. This caused insulin to leak into the cartridge compartment of the infusion device. The husband was instructed on how to remove the plunger from the piston rod and he was advised to drain the insulin from the device and air dry. No physiological effects were reported. The pt switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.